Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited low impedance. During routine device replacement procedure, an insulation anomaly was noted on the lead. The lead was capped and replaced. The patient¿s condition was stable.